Event description:
A customer reported obtaining unexpected negative results with rh (d) typing on the galileo echo.

Manufacturer narrative:
A review of the image result files indicated a need to change the instrument probe. Once changed, the sample testing yielded the expected positive results. Customer states that the patient had coagulation issues and thinks a microclot or other coagulation issue affected the sample reaction.